Event description:
It was reported that the patient received alerts due to eol. Premature battery depletion is suspected. Device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on device settings the device was found to be below expected limits. No high current drain sources were found throughout testing. The battery was returned to the manufacturer for further analysis. No anomaly was detected. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.